Event description:
It was reported that during an unknown, the clip of the device could not be opened after complete firing. Pressed the release button and it still failed. Then the surgeon used higher force to remove the device but found that part of the staples came out and malformed. The surgeon changed device to complete the procedure. The patient is fine now. No patient consequence reported.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). The analysis results found that the atw45 device was received with the firing mechanism damaged and with a reload loaded in the device. The reload was received unfired and with the lockout spring normal. No functional test could be performed with the returned device. However, the reload was tested for functionality with a test device. The device fired without any difficulties, the staple line was complete and the staples were noted to have the proper b-formed shape. The device was disassembled to verify the condition of the internal components and the firing trigger teeth were found broken. While no conclusion could be reach on what cause the firing mechanism to fail, it is possible that the device was attempted to fire on ticker tissue then indicated or attempted to fire trough a locked reload in previous firings causing an increase of the internal forces resulting in the component yielding. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications; in addition, a sample of the batch is inspected at (B)(4).